Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: review of the black box data and continuous glucose monitoring (cgm) history revealed evidence of call service 215 cgm failure warnings. The alleged failure was duplicated during investigation due to a cold solder connection failure on an internal printed circuit board.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 215) issue. It was alleged the pump emitted a call service 215-5f-0000000000 alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.